Event description:
Customer's mother reported via phone call that the customer removed the insulin pump to go swimming and when reconnecting, they noticed the buttons were not responding and she received a button error alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corner, no frozen during our testing. No moisture damage electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.